Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced with competitor cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects it states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is 4 of 10 mdrs filed for the same event (reference 1825034-2014-07538 / 07547).